Event description:
As reported by our affiliates in brazil, this was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The patient had kinking in the descending aorta, which made the procedure more complex. During the procedure, it was necessary to use two rigid guide wires to straighten the aorta and facilitate delivery system advancement. Although the 20mm edwards balloon for balloon aortic valvuloplasty was advanced with certain difficulty, it could advance, and the aortic valve was pre-dilated. It was not possible to advance the delivery system through the aorta at the thoraco-abdominal transition level due to a sharply curved path associated with significant calcification. The patient experienced severe and refractory hypotension accompanied by bradycardia. An aortography was performed, revealing significant contrast extravasation from the aorta at the thoraco-abdominal transition level, suggestive of a partial rupture, with no possibility of percutaneous treatment. The patient developed severe circulatory shock, progressing to the absence of central and peripheral pulses, initially maintaining electrical activity on ECG (pea), and subsequently evolving to asystole. Unfortunately, the patient passed away.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Provided imagery was evaluated and revealed the following: the crimped valve appears not coaxially sited over flex tip of commander delivery system during advancement through the aorta. Curvatures were observed, indicating potential presence of tortuosity within patient's vasculature. 3mensio report showed tortuous anatomy at access vessels and vessel kink at the descending aorta. There was presence of calcification within patient's vasculature. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for inability to track system through anatomy was confirmed based on provided imagery. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as provided information indicated presence of calcification and tortuosity in patient aorta. In addition, there was indication of potential tortuosity and calcification in the aorta. Patient factors (i.e. Calcification, tortuosity) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.